Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning one month ago, the up arrow keypad button became intermittently unresponsive. The reporter stated that the button is clicking normally and the keypad is intact without tears or peeling. There is reportedly no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/11/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The up arrow and contrast keypad buttons have intermittent response when pressed and require multiple presses to evoke a response. The down arrow and ok keypad buttons respond appropriately when pressed. The keypad cover was removed for investigation and revealed contamination present under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a discolored display screen that had missing segments and was heavily scratched, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The damaged display screen was replaced with a test screen to complete the testing. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.